Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the tidal volumes are too high. No patient harm reported.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The customer declined philips services and repaired the unit by replacing the oxygen flow sensor. The device is back in service.